Event description:
During prep, the wire of the re-entry catheter broke off. The catheter was removed and replaced with no harm to the patient. Manufacturer response for percutaneous re-entry catheter, 6fr x 120cm pioneer plus ivus and percutaneous re-entry catheter, 0.014in gwire (per site reporter).